Event description:
Related manufacturer reference number: 2017865-2022-11814. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Also noted that noise on the atrial (ra) lead. The ra lead is not being used for pacing. The patient condition was stable.